Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evproplus-34us, serial #: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted with 26 mm balloon. A bav was performed with a 22 millimeter (mm) balloon. The valve was deployed and as the delivery catheter system (dcs) was removed, the nose cone caught the inflow portion of the valve frame. It was reported that the patient had a bicuspid valve with a right coronary cusp (rcc) and non-coronary cusp (ncc) fusion which may have partially resulted in the difficulty removing the nose cone. In order to preserve coronary flow, the valve was snared to a position above the sinotubular junction. Upon snaring the valve, some resistance was reported after the valve was moved approximately 12 mm above the annulus. A second valve was attempted to be deployed while the first valve was attached to the snare to help maintain stability. The second system would not cross the first valve. The second system was retrieved from the patient and the guide wire was exchanged for a less stiff guide wire. The second system was attempted to cross again but was unsuccessful. The physician elected to use a non-medtronic valve due to the steerable and flexible nature of the delivery system. Before deployment of the non-medtronic valve, the snare was removed. The non-medtronic valve crossed the valve and was deployed in the patient. The patient proceeded to decompensate after deployment of the non-medtronic valve. Cardiopulmonary resuscitation (CPR) was performed for more than 40 minutes and then was converted to open heart surgery. It was later noted by the surgeon that part of the valve appeared to be protruding through the aortic wall and dissections were noted. The patient died shortly after the open heart surgery was attempted.

Manufacturer narrative:
Updated data: h6. Pertaining to the concomitant device; device code, eval code method, eval code result, eval code conclusion additional codes. Annex g conclusion: the device history record for the complaint valve was reviewed and showed that the device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Vascular injuries, such as perforation and dissection are known potential adverse patient effects per the device instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, per the physician, the dissection was likely caused by the outflow portion of the valve frame through the aortic wall during snaring of the valve. It was reported that cardiopulmonary resuscitation may have contributed to the dissection. The device IFU warns the user against using a snare to reposition a deployed valve: "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malp osition), embolization, stroke, and/or emergent surgery." Based on the information provided and no images for review, the cause of the perforation/dissection and the potential relationship to the device cannot be established. Additional information was received that per the physician, the patient died due to an aortic dissection. As neither an autopsy nor an explant was reported as being performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There is no information to suggest a valve malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that all access vessel diameters were greater than 8 mm. Per the physician, the dissection was likely caused by the outflow of the valve through the aortic wall during snaring of the valve. It was reported that cardiopulmonary resuscitation (CPR) may have contributed to the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that per the physician, the patient died due to an aortic dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion of the primary device: the delivery catheter system (dcs) was discarded, so no product analysis could be performed. No images were provided to medtronic for review. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, it was reported that the patient had a bicuspid valve with a right coronary cusp (rcc) and non-coronary cusp (ncc) fusion which may have partially resulted in the difficulty removing the nose cone. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Vascular related complications, such as death, is a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc). The patient died shortly after the open-heart surgery was attempted. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.